Event description:
Procedure performed: nephrectomy. Event description: the surgeon attempted to push the thumb ring forward to deploy the bag; however, the prongs could not fully extend, resulting in the bag sliding directly from the tube, falling out, and rendering it unusable. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Product is expected to return. Additional information provided by [name] via email on 6feb2024: bag fell off metal supports. The bag completely fell off the metal supports. The tips of the supports were exposed inside the patient. The bag fell down the supports in the initial procedure. Immediately upon the full deployment of the actuator. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the device jammed due to retraction of the actuator prior to full actuation, which resulted in the specimen bag falling off the metal supports. The instructions for use (IFU) state, "do not retract prior to full deployment". The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: nephrectomy. Event description: the surgeon attempted to push the thumb ring forward to deploy the bag; however, the prongs could not fully extend, resulting in the bag sliding directly from the tube, falling out, and rendering it unusable. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Product is expected to return. Additional information provided by [name] via email on 6feb2024: bag fell off metal supports. The bag completely fell off the metal supports. The tips of the supports were exposed inside the patient. The bag fell down the supports in the initial procedure. Immediately upon the full deployment of the actuator. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient.